Event description:
It was reported that arctic sun device switch off by itself then alarm code 45 (ac power lost) at startup then alarm code 113 (reduced water temperature control). Per follow up information received via email on 30aug2024, device will be evaluated by the technician at the depot. No patient injury. Therapy completed with another device available in the hospital. No impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device switch off by itself then alarm code 45 (ac power lost) at startup then alarm code 113 (reduced water temperature control). Per follow up information received via email on 30aug2024, device will be evaluated by the technician at the depot. No patient injury. Therapy completed with another device available in the hospital. No impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The device was evaluated upon receipt. Working device, no water cooling. During the evaluation, it was found that temp of the chiller tank colder than 6° (alarm 113). Mixing pump was replaced. Ctu calibration. Functional verification test. Device passed all applicable testing. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The initial reporter's phone number that is provided is (B)(6). Corrections: d, e, f, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.